Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple episodes of noise on the atrial lead were observed. The noise could be reproduced with arm movements. The physician elected to program the device to vvi mode and take no further action. The patient's condition was good.